Event description:
It was reported that the patient with this artificial urinary sphincter (aus) is presenting urinary incontinence. He states that a revision surgery has already been performed to add saline solution to the device however a few months later the begun experiencing from incontinence again. The physician suspects balloon failure of leakage. Besides that, the patient states that the pump offers no resistance when pressing it and it feels different from when the device was working. A surgery has been scheduled. No further details were provided in relation to the event.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.